Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked from the valve in about 30 minutes when a forceps was removed. Mainly ultrasonic instruments were used. Abdominal air pressure was set as 10mm. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.